Manufacturer narrative:
H3, h6: it was reported that, while trying to relocate hip, the polar cup trial liner 49 x 28 (75000665) broke inside the patient. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopedics" ag, all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, the root cause of the reported issue cannot be determined and the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, while trying to relocate hip, the polar cup trial liner 49 x 28 broke inside the patient. The procedure was completed using a competitor's device. A delay of 30 min or less was reported.